Event description:
It was reported by the customer that a pyxis anesthesia es system displayed a fatal error message. Preventing user access to medication. The customer stated that there was an active case happening at the time and that the user was able to remove the required medication from a different station. No other information was released by the customer regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the issue was caused due to database bloating. Applied knowledge article 000013380 - station database too close to 10 gb limit. A technical support specialist temporarily changed speed & duplex to 100 mbps half duplex, completed full data sync and station is communicating again and updated host file with server information. The system functioned as intended.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, d1, d4, e3, h6, and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 10-jan-2022 to 10-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was caused due to database bloating. The technical support specialist temporarily changed the speed & duplex to 100 mbps half duplex, completed full data synchronization to allow the station to communicate again, and updated host files with server information. The system functioned as intended after being assessed by the technical support specialist.

Event description:
It was reported by the customer that a pyxis anesthesia es system displayed a fatal error message. Preventing user access to medication. The customer stated that there was an active case happening at the time and that the user was able to remove the required medication from a different station. No other information was released by the customer regarding this event. There were no adverse events or injuries reported based on this event.